Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported first that during intra-aortic balloon (iab) therapy, a failure occurred in the fiber optic sensor module, resulting in the balloon rupturing inside the patient. Although no complications directly related to the balloon rupture were reported, the patient subsequently died.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (medical device problem code and investigation conclusions), h11. D4 serial should be left blank. Kindly revert this field. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months).